Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility patient care technician (pct) reported a cracked optiflux 160nr dialyzer with blood on the side of the dialyzer and blood was noted running down the tube. Additional follow-up was made with the clinic manager (cm), who stated the patient was approximately one hour into hemodialysis treatment on a fresenius 2008t machine when a blood leak was noted from the arterial endcap of the dialyzer, which appeared cracked. Per cm the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. The bloodlines used were fresenius. Per cm stated no damage to the packaging was observed. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 500. Per cm the estimated blood loss (ebl) for the patient was approximately 250ml. The cm confirmed no patient adverse effect was experienced and no medical intervention was required as a result of the reported event. The patient was able to complete treatment with new supplies on the same machine without issue. Per clinic manager the patients dialyzd 3 times a week. Per charge nurse the dialyzer was retained and was available to be returned for evaluation.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, no damage or irregularities was visually identified on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory leak test. A leak was observed originating from the cavity ID end header cap at approximately 8.0 psi. The dialyzer was then subjected to disassembly for further visual examination. Upon removal of the non-cavity ID end screw flange, a thin piece of debris (consistent with a pe/pu sliver) was observed between the potting cut surface and the o-ring on the non-cavity ID end at approximately 100 degrees with the dialysate ports situated at 0 degrees. There was no other debris, damage or irregularities identified. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.